Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mmx24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to deliver the catheter by tapping strongly, however, the proximal side of the shaft got separated and a part around the hub got kinked. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 196mm. It was also noted that there were multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mmx24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to deliver the catheter by tapping strongly, however, the proximal side of the shaft got separated and a part around the hub got kinked. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.